Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump received with cracked battery tube threads, reservoir tube lip, and severely scratched display window. Tested one touch, ultrlink meter communicated properly to pump. No communication anomaly noted.

Event description:
Customer reported the display on the insulin pump was scratched and it was difficult to read. Customer's blood glucose was 96 mg/dl. The device was like that for two weeks. Customer states he has issues when attempting to change setting on the device. The device was not communicating with the meter. Customer has reset the setting several times and won't connect. Customer declined troubleshooting for setting on the meter. Customer stated the damage occurred each time he went into his car it would get scratched. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.